Event description:
Several staff members have had hand breakdown with use of the glove. Required staff to use another vendor's synthetic glove. Numerous attempts made to investigate incident. On 6/14/00 co was informed that one rn required a cortizone prescription and ultrate steroid to manage incident. Customer was not willing to share add'l info, including the exact nature of the incident, and demographic data.